Event description:
When changing the cartridge (which holds medication) on remunity pump, the old cartridge became stuck on the pump and could not be removed, even using pliers and a hammer and chisel. I switched to my backup pump.